Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: during the analysis of the log file, an incidental finding of a driveline disconnection was observed on (B)(6) 2020 at 05:53:38. The cause could not be determined. Analysis of the retrieved log file from the returned controller confirmed low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. In addition, the analysis of the log file confirmed a driveline disconnect alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. The second driveline disconnect alarm was consistent with the report that the system controller was exchanged. It was reported that the patient experienced a red heart alarm while supported by the power module. The patient performed a controller exchange successfully, and no additional alarms have been reported at this time. The account later communicated that the cause of the red heart alarm was not identified. The patient did not experience any symptoms during the event. The controller was ultimately returned for evaluation (refer to MFR # 2916596-2020-02816). The retrieved log file from the returned controller ((B)(4)) contained data from (B)(6) 2020. Starting on (B)(6) 2020 at 23:18:53, multiple low flow events, which could have produced red heart alarms if sustained for 10 seconds or more, were observed. The low flow events resolved by (B)(6) 2020 at 05:35:38. The pump operated above the low speed limit until (B)(6) 2020 at 06:41:58, when the driveline was disconnected. The driveline was reconnected and ultimately disconnected again at 09:44:05 for a controller exchange. The pump appeared to operate as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08feb2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. The IFU provides details on the factors that affect pump flow and provides information on assessing flow. The IFU explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5 liters per minute (lpm). If the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Lastly, the section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2020-02816. It was reported that the patient experienced a red heart alarm on the controller during the night while supported by the power module. It was later determined that these were associated with low flows.